Event description:
Physician reported right side device rupture. The patient reported a change in the shape of the right breast. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side device rupture diagnosed via ultrasound and MRI. The patient reported a change in the shape of the right breast. The device has been explanted and replaced with another manufacturer's device.

Event description:
Physician reported right side device rupture. The patient reported a change in the shape of the right breast. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.